Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced recurrent alert 38 indicating a motor stall, including consecutive stalled motor events during attempts to rewind after a restart, despite prior successful supply change and multiple restarts. Symptoms included no reported injury. Outcomes included device interruption that required replacement of the pump. Investigation included customer-guided troubleshooting and education, including restarts and attempted setup that reproduced the motor stall during rewind. Investigation of this case revealed a persistent motor stall consistent with a pump drive mechanism malfunction during rewind. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure of the motor/drive system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.